Event description:
It was reported that revision surgery was performed due to pain, a soft tissue reaction and aseptic loosening. It was reported that bone loss to the right acetabulum could be seen radiographically. Right hip.

Manufacturer narrative:
X-ray analysis was performed.